Manufacturer narrative:
B.3./d.10.: the events occurred between (B)(6) 2025 and (B)(6) 2025. E.1.: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (07) large volume infusors infused 68 - 78% of the dose; between 52- 75ml volume remained in the devices. The issue occurred during patient infusion via a peripherally inserted central catheter (PICC) for 24 hour durations. The devices were filled with 18g piperacillin/tazobactam in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred between 10 august, 2025 and 16 august, 2025. Additional information was added to h4, h6, and h11: h4: the lot was manufactured between october 9, 2024 ¿ october 10, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.